Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, the insulin pump kept alarming no delivery. Customer stated, she went into alarm history and the no delivery alarm was not displayed. Customer's blood glucose was unknown last known blood glucose was 144 mg/dl. Customer was advised to disconnect from the quick release, performed a fixed prime, and insulin did exit. Customer was unable to remove set since she did not have extra supplies with her. Customer was advised to do a complete set change as soon as possible. No further information reported.